Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Reportedly, the customer had less than 80 units in the cartridge. Tandem technical support educated caller that a minimum of 80 units is recommended when reloading a cartridge. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.